Manufacturer narrative:
E1: establishment name: (B)(6) (edited in respective field due to character limitation). The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned to olympus for evaluation and the customer allegation was confirmed due to insufficient cleaning as the foreign material was found in the nozzle. The device evaluation found: due to a pinhole on bending section cover, water tightness was lost, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value, light guide lens had a crack, control unit had discoloration, and the switch box, plastic distal end cover, connecting tube, scope cover, scope connector, cover unit universal cord, grip, forceps elevator lever knob, upward/downward angulation control knob, right/left knob, control unit, switch box and switch 2, all had a scratch. Based on the results of the investigation, the foreign material could not be identified from the obtained information, and we could not specify the cause of the foreign material that remained in the device from the obtained information. Therefore, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿IFU states that detection method in gif-xz1200 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-xz1200 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories).¿ olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that the gastrointestinal videoscope had a rubber pinhole, separation along the bending tube sheath. During the evaluation the following reportable malfunction was found, a foreign object was inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.